Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73m1700229 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staplers were jamming during use. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. The staples appear properly aligned. The stapler was returned with 28 staples left in the cartridge indicating that at least 7 staples have been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. One staple properly formed in the stapler. However, it did not release from the stapler. The staple was manually removed from the stapler and another attempt to fire a staple was made. Once again, the staple was able to form properly but was unable to release from the stapler. This was repeated two more times with the same result. The stapler was disassembled, and it was confirmed to have been assembled correctly. The anvil appears to be defective. The device was sent to the manufacturing site for further investigation. Upon investigation, the anvil from the returned sample was placed in a lab inventory stapler. The lab inventory stapler was able to properly form and release staples with the anvil from the returned sample. Therefore, it could not be confirmed that the anvil was defective. It could not be determined why some of the staples from the returned stapler were unable to be released. Reference file (B)(4) for investigation photos. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused the staples to be unable to release. The sample was shipped to the manufacturing site for further investigation and it could not be confirmed that the anvil was defective. The reported complaint of "jamming" was confirmed based upon the sample received. Initially, the staples were able to properly form in the stapler but were unable to release from the stapler. The sample was sent to the manufacturing site for further investigation. Upon further investigation, the manufacturing site could not confirm that the anvil was defective. The anvil from the returned sample was placed into a lab inventory sample and the staples were able to properly form and release. Therefore, it could not be determined what caused staples to initially be unable to release. The stapler was returned with 28 staples left in the cartridge indicating that the stapler was fired at least 7 times by the end user. No errors could be found in the assembly. The root cause of this complaint issue is undetermined.

Event description:
It was reported that the staplers were jamming during use. There was no patient injury.